Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed itchy welts under the lifevest equipment. Patient used triamcinolone cream which was prescribed for a previous issue. There was no alleged device malfunction contributing to the irritation. The patient's physician allowed the patient to periodically remove the lifevest due to the skin irritation. Follow up indicated that the cream helped the skin irritation to improve.